Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clamp of the device could not be closed. Another device was used to complete the procedure. There were no adverse consequences for the patient.